Manufacturer narrative:
Medical device lot #: 7067956, medical device expiration date: 09/30/2018, device manufacture date: 03/08/2017, medical device lot #: 7087950, medical device expiration date: 09/30/2018, device manufacture date:03/28/2017. (B)(6). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes had a molding defect sharp protrusions.